Event description:
As reported by customer, when utilizing an encore inflation device during an angiographic procedure, the gauge failed to register a pressure increase during inflation. There was no patient injury. The procedure was completed with another device. The used device is being returned for evaluation.

Manufacturer narrative:
Although the used device has been returned to the manufacturer, a device evaluation is still in process and the cause of the event has not been determined. Upon completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.